Event description:
Same patient as: 2134265-2008-04898. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, a 'blood clot' occurred and 'closing off of a stent' occurred. The patient had two taxus express2 drug eluting stent implanted, one in 2004 and one in 2006. The taxus stent placed in 2004 "closing off 99%" 2 years post the implantation and the second taxus stent was deployed inside the first taxus stent. Then the patient experienced "a large blood clot from the te2 stent" implanted in 2006, despite being on plavix longer than the recommended antiplatelet therapy time. Additional information has been requested from the physician, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.